Event description:
In 2008, the pt reported that while she was changing her insulin cartridge the plunger became stuck to the piston rod of the infusion device and a full cartridge of insulin spilled into the cartridge compartment. She stated she "dumped" the insulin out of the infusion device and allowed the cartridge compartment to air dry. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Prod was replaced and requested to be returned for eval.